Manufacturer narrative:
(B)(4). D10: cat #00875705201 lot#61675381 52mm o.d. Size ii porous uncemented with cluster holes shell . Cat# 00875101036 lot# 61504458 36mm i.d. Size ii neutral liner use with 52mm o.d. Size ii shell . Cat# 00801803602 lot# 61745228 femoral head 12/14 taper. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 years post implantation of a right total hip arthroplasty, the patient was revised due to a periprosthetic fracture caused by a fall. There were no previously reported issues with the initial implant until the patient had a fall, which was the cause of the revision. During surgery, the acetabular shell was found to be well fixed, and the surgeon decided to exchange to an elevated liner and different femoral stem. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with oversized acetabular cup, shortened femoral neck and a possible fracture along the lateral cortex of the proximal femoral diaphysis. The complaint could not be confirmed. It was reported the patient experienced a periprosthetic fracture after suffering from a fall. However, as the reason for the fall is unknown, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.